Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was moving in the pocket. The device was repositioned successfully. The patient's condition was stable and would continue to be monitored.